Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: date of the initial procedure? How many days post-op was the revision procedure performed? 2-4 weeks it was stated ¿according to the doctor, the reasons for the revision surgery were not primarily due to the knots that came loose.¿ therefore, what were the reasons? Why was the hip revision needed? Please explain. Were there any patient stress factors that led to the need for hip revision? Did the patient experience a wound dehiscence? Yes or no?

Event description:
It was reported that a patient underwent a hip procedure on an unknown date and suture was used. After the initial hip procedure, the patient required a hip revision. The patient underwent a hip revision procedure on (B)(6) 2023. During the hip revision surgery, it was discovered that individual knots from the first operation had come loose and were no longer holding. The surgeon assumed that the knots came loose after the first operation (during the healing phase of the patient). It was reported that the revision procedure was necessary because the patient just needed a replacement hip joint and not because the individual buttons/single knots came loose post-op. According to the doctor, the reasons for the revision surgery were not primarily due to the knots that came loose. The wound was closed again with multiple knots. The procedure was finished without delay. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the customer complaint leaflet states: when did the problem occur: during the procedure --------------- this is a hip revision procedure. When (date) did the initial procedure take place? Did the individual buttons/single knots come loose intra-op or post-op? Intra op was the revision procedure necessary because the individual buttons/single knots came loose post-op? No or was the revision procedure necessary because the patient simply received a replacement hip joint? Yes if the sutures came loose intra-op, were there any adverse patient consequences? The event date in the file was reported as 22-oct-2023. What date does this represent? The revision surgery date when the problem occur additional information was requested, and the following was obtained: the customer complaint leaflet states: when did the problem occur: during the hip revision surgery it was discovered that individual knots from the first operation had come loose. When (date) did the initial procedure take place? Unk did the individual buttons/single knots come loose intra-op or post-op? Post-op> it is assumed that the knots came loose after the first operation (during the healing phase of the patient). During the revision operation it became visible that individual knots were no longer holding. Was the revision procedure necessary because the individual buttons/single knots came loose post-op? No or was the revision procedure necessary because the patient simply received a replacement hip joint? Yes if the sutures came loose intra-op, were there any adverse patient consequences? The patient required revision surgery. According to the doctor, the reasons for the revision surgery were not primarily due to the knots that came loose. The event date in the file was reported as 22-oct-2023. What date does this represent? > 22.10 2023 was a typing error during intake, 22.11.23 was the date, when the hospital reported the issue. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure> n/a. The diagnosis and indication for the index surgical procedure? Initial op: hip prosthesis > during the second operation (hip revision surgery) it was discovered that individual knots from the first operation had come loose. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open on what tissue was the suture used/location of suture placement? Unk what was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk how was the suture placed (interrupted or continuous)? > interrupted how was the suture tied (square knot or multiple knots one end)? Single button seam, but unknown wick kind of knot what is mean by ¿2-3 individual buttons had opened¿ this seams opened, the knots have not held > 2-3 knots from the first operation have come loose did the wound dehis? If yes, was this intra-op or post-op? > n/a. If yes, what tissue dehisced? > n/a. Onset date/time of dehiscence? (# post op days) > n/a. Please describe any medical/surgical intervention required for this suture event including dates and results. > no medical/surgical intervention. The wound was closed again with multiple knots. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? > no. Were there any patient stress factors that precipitated the event of the sutures untying? > no. What symptoms did the patient experience following the index surgical procedure? Onset date? > n/a. Other relevant patient history/concomitant medications? > no. What is the physician¿s opinion as to the etiology of or contributing factors to this event? > in his opinion, the knots on the undyed thread are not as tight as on a dyed thread (with the same number of knots). What is the patient's current status? Procedure finished without delay surgeon's name? Dr. Adam¿s will product be returned? If so, please provide the return date and tracking information. > products are already returned, device is on the way to cg lab attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of the initial procedure? How many days post-op was the revision procedure performed? It was stated ¿according to the doctor, the reasons for the revision surgery were not primarily due to the knots that came loose.¿ therefore, what were the reasons? Why was the hip revision needed? Please explain. Were there any patient stress factors that led to the need for hip revision? Did the patient experience a wound dehiscence? Yes or no? H6 component code: g07002 reported condition not confirmed. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received thirty-two unopened samples that pertain to the product code v366h. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strands and no issues related to untying suture knots or anomalies were observed during the evaluation. Also, the functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: related events reported via 2210968-2024-00611, 2210968-2024-00612.